Event description:
Information received by medtronic indicated that the insulin pen was dropped. Customer stated that the dose knob was broken off and it takes multiple times to prime. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pen.

Manufacturer narrative:
(B)(4). Serial number: (B)(4), software version: 3.8.5, color: blue, battery life remaining: <10 months, per visual inspection: broken off injection button. Customer reports: dropped inpen and injection button broke off. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewind. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: it's difficult to dose normally due to broken off injection button. The customer complaint of physical damage to injection button is confirmed.